Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations confirmed the customer reported complaint " black wire torn." The instrument was found to have a broken conductor wire at the yaw pulley. The conductor wire was broken at the grip-crimp location and failed the electrical continuity test. There was no signs of thermal damage or loss of conductor wire insulation. The root cause of broken conductor wire is attributed to a component failure. No functional test for energy activation was performed due to the wire breakage.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the maryland bipolar forceps for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. No image or video clip for the reported event was submitted to isi for review. A review of the instrument log for the maryland bipolar forceps (part# 471172-16/ lot# k10220323 0269) associated with this event has been performed. Per this review of the logs, the instrument was last used on (B)(6) 2022 via system serial# (B)(4). There were 9 uses remaining after this last usage. This complaint is being reported due to the following conclusion: it was alleged that the instrument had conductor wire torn. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that maryland bipolar forceps had the black cable torn. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on 10-oct-2022 and obtained the following additional information: "unfortunately, despite several requests, I was unable to obtain any further information about the process. Questions about patients such as age, weight, etc. Are generally not answered, as instructed by the board of directors or the data protection officer.